Event description:
It was reported that patient received an inappropriate shock. Upon interrogation, noise was observed and a fracture is suspected. The lead was programmed off until the lead was capped and replaced a few days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).